Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid leaked air from the cuff while in use with a patient. Subsequently, a tracheostomy (trach) change out was required and the patient recovered. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one tracheostomy (trach) sample was received in used condition without the original packaging. Immediate visual inspection found no discrepancies. A leak test and inflation test was completed and leakage was detected in the cuff of the returned simple. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.